Event description:
It was reported that this patient had a history of atrial flutter. The patient previously had some untreated episode and a single isolated inappropriate shock due to this. Recently, the patient has received multiple inappropriate shocks due to oversensing of atrial flutter. The system was not reprogrammed at this time. No adverse events.